Manufacturer narrative:
(B)(4). G2 - report source - foreign: poland. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the sterile packaging was opened for the femoral component, the surface of the implant appeared to be covered in a foil-like material. The device was not used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
Upon review of the information, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.

Manufacturer narrative:
Upon review of the information, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.